Event description:
Boston scientific received information that this device and non-bsc right ventricular (rv) lead displayed a shock impedance measurement greater than 125 ohms. The patient's physician elected to continue to monitor the device system at this time. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that subsequent shock impedance measurements greater than 125 ohms were detected on this device system. The patient was not brought in for further evaluation and was to be monitored. No adverse patient effects were reported as a result of this clinical observation.